Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a (mre) review will not be performed even when product/lot information is known. Per (B)(4), it has been determined that should related reports be identified an mre is not required.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records patient was revised to addressed pain, metallosis debris in the joint, elevated metal ions levels, scar in pseudocapsule, some lysis in the area of the trochanter and area of anterior-superior wall of the cup. Cup was removed with minimal bone loss and was in retroverted position. Doi: (B)(6) 2008 dor: (B)(6) 2020 right hip. (B)(4).